Event description:
Clinical study-it was reported that 134 days after a coronary drug eluting stenting treatment procedure, a targtet vessel reintervention was performed on the left anterior descending (lad) artery.

Event description:
It was further reported that the pt was enrolled into the program in 2004. Target lesion 1 was located in the mid-lad with 80% stenosis and was 20 mm long with a reference vessel diameter of 3.5mm. Target lesion 1 was treated with a 3.0x24mm taxus stent, with 0% residual stenosis. The pt was discharged the next day on asa and plavix therapy. About four and half months later, pt underwent thallium stress test for complaints of substernal chest pressure and "stinging" precordial pain. Per source documents, a large area of mild anterior ischemia was detected; the pt was re-started on imdur and scheduled for cardiac catheterization. Coronary anigography revealed patency of previous stents and new 70% stenosis of the mid-lad. The mid-lad was treated with a 2.5x12mm taxus stent dilated to 2.9mm size (per discharge summary), reducing the stenosis to 0%. The pt was discharged the next day on continued asa and plavix therapy. Causality: relationship to taxus stent: not related.